Event description:
In 2006, this patient was implanted with a gore excluder aaa endoprosthesis. Approximately two months later an endoleak was suspected. Two months later, films were read by gore imaging services and a proximal type I endoleak was identified. Five days later, a reintervention was performed to reballoon the proximal end of the trunk-ipsilateral leg component. This resolved the endoleak. The secondary procedure was completed and no further events were reported.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.